Event description:
It was reported that during the procedure, while advancing a 2.5x12 xience v rx stent delivery system (sds) into a non-abbott guiding catheter, slight resistance was felt between the rx xience sds and the guiding catheter, and, though no force was applied, the stent subsequently dislodged from the balloon while inside of the guiding catheter. The sds (without its stent) was used to perform dilatation of the heavily calcified lesion in the moderately tortuous native diagonal coronary artery. The xience v sds with stent and guiding catheter were all withdrawn from the anatomy as a single unit without resistance, and a non-abbott stent was used to stent the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Difficult to position/guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.